Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a cystoscopy in which the physician "couldn't even see the sling there". The patient also stated feeling really disappointed. No further information was provided. A supplemental report will be submitted should additional information be received.